Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A technician reported tracker issues during procedure. 'Reported indicated all procedures were completed without any impact to pts.' Additional info from reported indicated there have been no post-operative pts who have presented an unexpected refraction as a result of the tracker issue.